Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not moving when instructed sometimes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation related to customer reported complaint: the housing was removed, and the instrument was found to have a dislodged pitch cable. The yaw motion may be non-intuitive as a result. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.